Manufacturer narrative:
Date of event: unknown. Investigation summary: one (1) sample was provided by the customer for investigation. Sample was received in a plastic baggie and had been removed from the blister pack. There is a loose piece of fm fiber in the bag as well. Foreign matter could be introduced during the manufacturing process by the manufacturing equipment, the plant environment or by an operator. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8360518 item #302830. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: foreign matter could be introduced during the manufacturing process by the manufacturing equipment, the plant environment or by an operator. Rationale: bd acknowledges that the returned sample has foreign matter (fm) in the bag with the returned sample; however, as this one (1) occurrence would not exceed the acceptable quality limit (aql) of ¿foreign matter (unit package): particles > 1/32 in = 1.00% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 302830, batch no: 8360518. It was reported that a foreign particle was found in the still sealed syringe. Event description per sfdc pir states, "foreign body just found in sterile syringe. Was noticed prior to filling.".